Event description:
During a remote follow-up, noise resulting in oversensing was observed on the device. Provocative testing was performed and the noise was able to be reproduced. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of noise was not confirmed. The device was received with normal telemetry and normal output. Sensitivity and noise tests performed did not find an anomaly. Additional analysis performed, including thermal and mechanical testing of the device did not find any anomaly. Assessment of total longevity was performed, and device was found to have appropriate remaining longevity.